Manufacturer narrative:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped. The device was withdrawn, and manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed using a retrograde approach. No visible signs of device or package damage were noted prior to use. Femoral artery suitability was verified on angiography, including appropriate insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device use. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device. The exoseal vascular closure device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and pulsatile flow was observed from the bleed-back indicator. The indicator wire cowling locked against the handle assembly with an audible click. The indicator window did not change to a solid black color. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon device removal, the indicator wire loop was deployed, and no anomalies were noted to the loop. The product was discarded. A review of the manufacturing documentation associated with lot 18430757 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color after backflow stopped. The device was withdrawn, and manual compression was used to complete the procedure. There was no reported patient injury. The procedure was performed using a retrograde approach. No visible signs of device or package damage were noted prior to use. Femoral artery suitability was verified on angiography, including appropriate insertion angle of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device use. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device. The exoseal vascular closure device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and pulsatile flow was observed from the bleed-back indicator. The indicator wire cowling locked against the handle assembly with an audible click. The indicator window did not change to a solid black color. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon device removal, the indicator wire loop was deployed, and no anomalies were noted to the loop. The device was discarded.